Event description:
It was reported that revision surgery is planned for a patient who experienced three hip dislocations on the dates of (B)(6) 2011.

Event description:
Revision surgery was performed due to repeated hip dislocation. The revision surgeon did not fault the devices.